Event description:
It was reported that during a scheduled cardiac resynchronization therapy defibrillator (crt-d) replacement, this existing left ventricular (lv) lead was attempted to be used for pacing while the right ventricular (rv) lead was being replaced. This lv lead had previously been functioning correctly, however when connected to a new crt-d and it was programmed in electrocautery protection mode, pacing therapy was not provided. Technical services (ts) was contacted, and based on the stated programming parameters, a root cause for the lack of pacing could not be established. Further details regarding final resolution were not provided. No additional adverse patient effects were reported.